Event description:
It was reported: the pt had revison surgery in 1999. Allegedly the dr. Found the liner "frayed and cracked". In addition to other deformation of the poly sulzer hip components, the metal plug that lock the poly insert to the acetabular shell had come off and was loose in the soft tissues of the pt's hip.